Event description:
Per the clinic, the patient experienced poor performance with device use resulting in device non-use. Subsequently the device was explanted (B)(6), 2015.

Manufacturer narrative:
This report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4).